Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection and prior to use on a patient, the cuff did not inflate. It was reported that a small amount of air was in but it did not flow out. There was no patient involvement reported.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, a visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube, the failure mode cuff won¿t inflate is confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.